Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an error message: e216 - b30 (scope communication error). It is unknown when the event occurred. There were no reports of patient harm.